Event description:
It was observed during the device evaluation, that the ultrasonic gastrovideoscope exhibited ultrasound images that were abnormal and missing sound lines; and, the adhesive of the bending rubber was detached (floating), which debris could possibly fall inside the body. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.